Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This pacemaker was eventually explanted and returned back to boston scientific with no further allegations being made in relation to this event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that there were multiple episodes of oversensed external noise observed on the right atrial and ventricular channels of this patient¿s pacemaker. These episodes led to pacing inhibition with greater than two seconds of asystole. The patient did not report any symptoms, despite being pacer dependent. No programming changes were made to the device and no noise was able to be reproduced in the clinic. The pacemaker continues to remain implanted and in service. No adverse patient effects or harm were reported.